Event description:
It was reported by the end user of itching on the stoma and on the skin immediately adjacent soon after using the device. End user denies rash.

Manufacturer narrative:
Add'l info was received on 07/15/2015. No previous investigations are available. After a thorough batch review, no discrepancies were discovered. There is not enough info to conclude that the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/29/2015.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. It was further reported the end user "has healing area from pouching system being applied incorrectly in extended care facility but unaware of which product in use at that time". End user was instructed to discontinue the durahesive wafer and try the stomahesive product again. Crusting method using the nystatin powder and sensicare sting free skin protectant barrier wipes was discussed. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.